Event description:
On (B)(6) 2025, it was reported that the user experienced elevated blood glucose (bg) levels and on (B)(6) 2025, the user presented to the hospital with a reported bg of 1250 mg/dl and was admitted to the intensive care unit (ICU) for treatment of diabetic ketoacidosis (dka). The user received intravenous insulin and was discharged on (B)(6) 2025. No long-term effects were reported. The user resumed use of the system following discharge.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.